Manufacturer narrative:
(B)(4).

Event description:
Resolute integrity was being used to treat a lesion in the left main. It is reported that the stent was used 2 days after the use before date had expired. There is no patient complications. Patient is reported to be fine post procedure.